Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Block d6b: explant date: a year ago investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review a labeling review did not reveal any anomalies as it states: system failure, which can occur at any time due to random failure(s) of the components or the battery. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. In addition, the reported complaint was confirmed through media inspection.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite of optimizing the program numerous times. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were kept by the medical facility. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite of optimizing the program numerous times. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were kept by the medical facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Block d6b: explant date: a year ago. Additional suspect medical device component involved in the event: model number/catalog number: sc-8352-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: coveredge x 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).